Event description:
A journal article was reviewed that contained information regarding this lead. Follow up information received indicated that the lead had increased thresholds. Reprogramming was done and the lead remains in use. The patient status is "good." No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the (B)(6). All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Referenced article: "safety and performance of a system specifically designed for selective site pacing." Pacing and clinical electrophysiology - pace. 2011;34(3):339-347. Patient information is limited due to confidentiality concerns.